Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sensing integrity counter (sic) warning on the right ventricular (rv) lead for short ventricular intervals. Follow up yielded no information and the lead remains in use. No patient complications have been reported as a result of this event.